Event description:
Meter name: one touch basic original, strip name: unk, meter code: unk. Strip code: unk. Strip storage: unk, symptoms: headache, blurry vision and fainted twice. A pt reported they fainted, paramedics were called pt was taken to the hospital and hospitalized. Their meter allegedly had no power. The result on their meter was unable to test. The result on the hospital was 36. No comparison reported. Treatment was unk. No further info has been reported.